Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons breaking apart inside me [foreign body in reproductive tract]. Breaking apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that tampons are breaking apart. No serious injury reported.